Event description:
The surgeon attached the mayfield skull clamp to the patient and locked the swivel lock. While positioning the patient, the swivel lock did not hold and the skull clamp slipped causing a laceration to the patient's head/ face. Stitches were required and the surgery was delayed.

Manufacturer narrative:
Integra has completed their investigation on (B)(4) 2013. The investigation included: methods: evaluation of actual device. Review of service history records. Review of complaint history. Results: evaluation of complaint related device; the returned unit passed all specific functional testing requirements except for the lock having rotational movement; this would not have caused slippage. General maintenance and cleaning was required. Repair was due to lock having rotational movement and a residue build up was present. The complaint was not confirmed - no issues observed. The returned device was manufactured in 2008. Service history review: date of service (B)(4) 2011. Reason for service: routine maintenance; repair was due to lock has rotational and lateral movement and a residue build up was present. No other prior service. A review of complaints history revealed no manufacturing or design related trend. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.